Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue occurred at 9:12pm on (B)(6) 2016. At this time the patient obtained blood glucose results of ¿27.7, 6.9 and 2.7mmol/l¿ within 20 minutes of one another on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged product issue had occurred they developed symptoms of ¿shaky hands and weakness¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms, between 9:17pm and 11:29pm on (B)(6) 2016, the patient self-treated these symptoms by consuming additional food and/or drink. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and an approved sample site was being used to obtain results. The patient did not have control solution available to perform a retest. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately erratic readings on the subject meter which could have caused or contributed towards them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.